Event description:
Per repair statement, the alarm on the unit is not functioning.

Manufacturer narrative:
Per repair statement, the alarms on the unit were not functioning. The key failure was a short circuit in the power switch on the controls. In addition, the smart pack was dirty.